Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (260 mg/dl). Customer indicated that they will speaking to their health care professional regarding the pump settings. Customer delivered a bolus to bring bg levels back to target range.